Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking and overstimulation sensations at the neurostimulator site following exposure to a theft detector gate at (B)(6) store. The device was turned on at the time of exposure. It was noted that her stimulation had returned back to normal after the event. Add'l info was requested.